Manufacturer narrative:
Date of explant - (B)(6) 2012. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed including device history records, non-conforming materials reports, sterilization records, environmental monitoring records, process and/or materials changes; all were within specifications and without deviations or non-conformances. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date of explant is unknown. Initial reporter: telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient had the baerveldt shunt implanted (B)(6) 2012. Post operative 3 months, the plate of the shunt was exposed and was subsequently explanted on an unknown date. As of (B)(6) 2012, the patient was recovering from the procedure. The device was discarded at the site. It was further reported that doctor indicted that there was no patient injury and evaluated the event as non-serious. Patient was part of a post marketing study in (B)(6).